Event description:
During surgery for laparoscopic colon resection, surgeon utilized an ethicon ec60a. Device would not fire and would not open easily. Device handed off and opened a 2nd of the same device. Same issues in addition to 2nd cutter locking onto bowel and not releasing. Surgeon made another trocar incision, inserted the trocar, opened a stapler and stapled next to the bowel which the staplers was locked up on an removed cut bowel with attached ec60a.